Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a pacemaker implant procedure, the ra lead was repositioned multiple times due to inadequate thresholds. The physician elected to replace the lead and there were no patient consequences.